Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer went to the emergency room with a blood glucose level of over 600 mg/dl and was subsequently admitted to the intensive care unit. Customer was treated intravenously with fluids of saline and insulin to address the elevated bg and administered norco for pain. Customer was released two days later with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.